Manufacturer narrative:
The device has not been received for analysis, and without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from this patient's physician that this 25 mm bioprosthetic aortic valve was explanted immediately post implant. A transesophageal echocardiogram (tee) performed immediately post implant of this valve revealed severe mitral regurgitation, with no apparent mechanism for this pathology. The aorta was re-opened, this aortic valve was explanted and replaced with a 21 mm bioprosthetic aortic valve; great care was taken to guarantee that no mitral leaflets were trapped by any aortic valve sutures. After re-releasing the patient from bypass, the tee showed the mitral leaflets were again fixed in an open position. The left atrium was opened, exposing the mitral valve, which appeared physically intact with no obvious pathology. A mitral valve replacement of the native valve was then successfully performed and the condition resolved. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.